Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had to press insulin pump's buttons couple times to respond and it received motor error before. Customer reported they replaced batteries more than once a week and there was hairline crack around the battery compartment. It was reported that screen was dimmer and had to do double rewind. Insulin pump locked up once and had to take battery out to reboot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.